Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system user guide: model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had been seen at the emergency room (ER) with hyperglycemia the patient's blood glucose levels reached 380 mg/dl while wearing the pod between 1 and 4 hours. The patient called in to report that at 5:30 pm lon 12/12 that she filled her pod with 150 units of insulin. She did not hear the double beep until after the cannula deployed. She placed this on her abdomen on a muscular area. She gave herself a bolus of .2 for an appetizer she was about to eat at the restaurant. Around 9:30 pm she noticed that her insulin level was at 48 units. She called a doctor friend who advised her to go to the ER. The patient was treated with IV fluids at the ER. The pod was discarded.